Event description:
Customer reports to have experienced button malfunction. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No frozen screen noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).